Event description:
The customer stated that she was hospitalized for high blood glucose. The blood glucose reading was 235 mg/dl during the phone call. It was stated that the customer had a kidney transplant, and his monthly lab tests revealed the high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have a tubing clamp to perform the high pressure test. The diabetes educator later called asking for the insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.